Manufacturer narrative:
On 6/7/2019, the mentor failure analysis lab received the device for evaluation. The lot number on the returned device is (B)(4); hence, confirming it to be the right sided device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/26/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed and it revealed a tear in the anterior view, measuring approximately less then 0.1 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. It is possible that the accident was the cause of the leakage, deflation is a known complication associated with mammary prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with 425cc mentor smooth round moderate plus profile and was presented with right side breast implant deflation confirmed in office in (B)(6) 2016. Device catalog number is 3502425 and device serial number is either (B)(4). The serial number is not conclusively known. A supplemental report will be sent if additional information is received or if the device is returned for evaluation. As a result, the device was explanted on (B)(6) 2019.